Event description:
Unable to reach the patient/layperson, this senior medical affairs specialist reviewed the information given to the customer care advocate's (cca). In 2009, the patient requested the cca to assist her in changing the date and time in her one touch ultra. The patient had changed the battery two days prior, and could not recall how to rest the meter. Because the patient could not test, she believes she lowered her daily dose of micronase and metformin three days prior to original date. Around 9 or 10a.m the next day, the patient was reportedly sweaty and lightheaded. For that reason the patient chose not to take her oral medication the entire day since she thought her blood glucose was low. The patient did not provide information regarding whether she self treated with food. The patient resumed taking her medication the night of the day prior to original date. The cca replaced the meter. With direction from the cca, the patient successfully resolved the issue. Because the patient alleged that she was unable to test for three days and then allegedly had symptoms that meet the criteria of a serious injury, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of the product(s) that do not pass inspection in a supplemental report.